Event description:
(B)(4). The dealer reported that the 3gar-cg custom power wheelchair actuator would move in one direction, and would go to the opposite side without command. There was no injury reported.